Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received in good visual condition and with four 6r45b cartridges present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown bariatric procedure, during the 4th firing of the device, it stapled but only cut halfway along the staple line. No patient consequences reported.